Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "system error 906" was not reproduced. A review of the event history log (ehl) revealed occurrences of system error 906 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. The io pcb will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 906 (invalid delivery mode: x) and was unable to change infusion parameters. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.